Event description:
It was reported by service report that the footend jack was drifting. The customer could not determine whether there was pt involvement; however, no adverse consequences were reported.